Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed skin irritation. Patient described that area as having red bumps and is itchy. It was reported that the patient had water blisters but those have since healed. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cream called triamcinolone by a physician. Follow up indicated rash has improved but it comes and goes.